Event description:
Spontaneous report, from france. Local reference#: (B)(4); #mi-23-173. Quality complaint was opened: reference#: (B)(4). Linked case#: (B)(4), (same reporter, same event with same product). This initial serious case report was received on 29-jun-2023 from the quality manager of dental center by phone, transmitted by email by medical information officer. Follow-up #1 received on 11-jul-2023 from quality manager of the dental center by phone. Description of the incident (narrative): the report described an accidental needle stick and exposure to device contaminated with body fluid, with the suspected medical device ultra safety plus twist following an unspecified procedure for dental care. This case occured with one of the dentist's female assistant.   On (B)(6) 2022, after that the needle was used on a patient, the assistant, who was wearing gloves, pricked their left little finger with the contaminated needle. The impact on this person was reported as "nothing much" without more information reported. It was reported that s, the undesirable event was not due to a mechanical problem, but rather to clumsiness on the part of the operators. No other information available. Other information of product: ultra safety plus twist (injection device and handle), batch number and expiry date unknown.   This case was considered as serious due to clinical information reported (needle stick with soiled needle). Manufacturer's preliminary comments: based on the first information available, the report described an accidental needle stick not due to a device issue, but rather to use of the operators. There was no information about the issue faced by the dentist, if the reporter had performed the recapping procedure by hands or iother incident. Usp twist has a protective sheat that slide to protect the operator from the needle when the device is not being used (holding position). Therefore, pending quality investigations results, the main root cause is considered to be the use error of the operator. Use error or abnormal use was considered.  Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required.

Manufacturer narrative:
Manufacturer's preliminary comments: based on the first information available, the report described an accidental needle stick not due to a device issue, but rather to use of the operators. There was no information about the issue faced by the dentist, if the reporter had performed the recapping procedure by hands or other incident. Usp twist has a protective sheat that slide to protect the operator from the needle when the device is not being used (holding position). Therefore, pending quality investigations results, the main root cause is considered to be the use error of the operator. Use error or abnormal use was considered.  Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required. For final (reportable incident): description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion: the report described an accidental needle stick not due to a device issue, but rather to use of the operators. There was no information about the issue faced by the dentist, if the reporter had performed the recapping procedure by hands or other incident. Usp twist has a protective sheat that slide to protect the operator from the needle when the device is not being used (holding position). With out quality investigations results, the main root cause is considered to be the use error of the operator. Use error or abnormal use was considered.  The main root cause is considered to be the use error of the operator. Use error or abnormal use was considered.  Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): no CAPA, the main root cause is considered to be the use error of the operator. Use error or abnormal use was considered.

Event description:
Spontaneous report, from france. Local reference#: (B)(4). Quality complaint was opened: reference#: (B)(4). Linked case#: (B)(4) (same reporter, same event with same product). This initial serious case report was received on 29-jun-2023 from the quality manager of dental center by phone, transmitted by email by medical information officer. Follow-up #1 received on 11-jul-2023 from quality manager of the dental center by phone. Follow-up #2 was received on 06-oct-2023 from quality department by email. The report described an accidental needle stick and exposure to device contaminated with body fluid, with the suspected medical device ultra safety plus twist following an unspecified procedure for dental care. This case occured with one of the dentist's female assistant.   On (B)(6) 2022, after that the needle was used on a patient, the assistant, who was wearing gloves, pricked her left little finger with the contaminated needle. The impact on this person was reported as "nothing much" without more information reported. It was reported that, the undesirable event was not due to a mechanical problem, but rather to clumsiness on the part of the operators. No other information available. Other information of product: ultra safety plus twist (injection device and handle), batch number and expiry date unknown.   This case was considered as serious due to clinical information reported (needle stick with soiled needle). Manufacturer's preliminary comments: based on the first information available, the report described an accidental needle stick not due to a device issue, but rather to use of the operators. There was no information about the issue faced by the dentist, if the reporter had performed the recapping procedure by hands or other incident. Usp twist has a protective sheat that slide to protect the operator from the needle when the device is not being used (holding position). Therefore, pending quality investigations results, the main root cause is considered to be the use error of the operator. Use error or abnormal use was considered.  Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required. For final (reportable incident): description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion: the report described an accidental needle stick not due to a device issue, but rather to use of the operators. There was no information about the issue faced by the dentist, if the reporter had performed the recapping procedure by hands or other incident. Usp twist has a protective sheat that slide to protect the operator from the needle when the device is not being used (holding position). With out quality investigations results, the main root cause is considered to be the use error of the operator. Use error or abnormal use was considered.  The main root cause is considered to be the use error of the operator. Use error or abnormal use was considered.  Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): no CAPA, the main root cause is considered to be the use error of the operator. Use error or abnormal use was considered.